Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed that four of the devices were returned in original unopened packaging with the batch number of the complaint on the labels. No deficiencies are visible through the packaging. The fifth device came without any original packaging. The suture capture is missing from the top jaw. Bio debris is present. No other deficiencies are visible. A functional evaluation was performed on the fifth device. Pulling the trigger closed and locked the jaws and deployed the suture passer as intended. A functional evaluation was performed on one of the four unopened devices. Pulling the trigger closed the jaws, deployed the suture passer, caught the suture, moved it through and caught it in the suture capture as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the first pass suture passer broke. All the broken pieces were successfully removed from the patient with the help of graspers. 5 minutes delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.